Event description:
It was reported that the pump was not delivering boluses as intended. Customer's blood glucose level was 184 mg/dl. Reportedly, the customer was pregnant while using the pump. Pump data review by tandem technical support confirmed the pump was functioning as intended; however customer maintained that the pump was not functioning properly. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the tandem user guide - do not use dexcom g6 cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events.